Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to perform displacement test due to critical pump error (open book image) alarm. Pump received with cracked battery tube thread and cracked case battery tube noted.

Event description:
It was reported that, the insulin pump had a cosmetic damage. The blood glucose was 10 mmol/l at the time of the incident. There were crack from the back side of the pump starting from the battery compartment to the side of pump. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.